Manufacturer narrative:
(B) (4).

Event description:
It was initially reported that the patient was experiencing a change in therapy effect; the patient was "not getting relief at 2000 mcg/day". The pump was not refilled and had bee "empty" for about a month. The patient underwent a catheter dye study on (B) (6) 2010. It was later reported that the catheter was fractured approximately 1.5 vertebral bodies below the tip of the catheter. The patent was "completely spastic again" but was on oral baclofen; there were no life threatening symptoms. Per this reporter: "catheter will likely be replaced".